Event description:
It was reported that the pump was overheating despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.